Event description:
The customer complained that they missed two antibodies (anti-e and anti-cw) with anti-igg art#: (B)(4), lot# 7039091-04. Customer has sent us neither the pt sample nor the allegedly defective sample anti-igg. Therefore, the retention sample of anti-igg was tested in our quality control lab, using different weak antibodies. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing of our quality control lab confirmed the correct function of the complained lot of anti-igg. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Manufacturer narrative:
Add'l event date: (B)(6) 2011.